Manufacturer narrative:
The investigation confirmed the calibration results on 12-nov-2020 were not acceptable. The customer's qc results were requested but not provided. The investigation confirmed the customer's sample pre-analytics were ok. The investigation did not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
The customer performed a new calibration with the same reagent pack but had failing results. The customer replaced the calcium reagent pack and performed calibration and qc with acceptable results. The field service engineer confirmed the customer's instrument was ok. The investigation is ongoing.

Event description:
The initial reporter received questionable low ca2 calcium gen.2 results for three patients tested on a cobas 8000 c 702 module. The customer confirmed calcium qc was acceptable prior to patient testing. The initial calcium results were not reported outside the laboratory. The customer performed repeat testing on another analyzer for confirmation. At 12:41, patient 1's initial calcium result was 5.9 mg/dl, and the patient's repeat result was 8.5 mg/dl. At 14:10, patient 2's initial calcium result was 6.4 mg/dl, and the patient's repeat result was 9.2 mg/dl. At 14:28, patient 3's initial calcium result was 6.0 mg/dl, and the patient's repeat result was 9.1 mg/dl. The customer determined the repeat results were correct. The calcium reagent lot number was 45938201 with an expiration date of 31-aug-2021.